Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A visual inspection noted a view of a broken adapter manual retract tool and a view of the distal end of an adapter. There was a section of material lodged in the distal end of the adapter. The handle was noted to be displaying a green clamshell swim lane and the indication to remove an attached reload. It contained a view of the user attempting to use a manual retract tool on the proximal end of a reload. The manual retract tool was noted to be broken and the user was seen to use the tool to rotate the central trilobe counter-clockwise, advancing the firing rod. It contained a view of the user rotating the proximal cap of the adapter relative to the adapter body. It was reported that there was an excessive load detected during use, the instrument was partially fired and the instrument was locked on tissue. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a rectosigmoidectomy procedure, when closing the fabric, the excessive stop icon appeared on the display, the user awaited about 20 seconds for the fabric to settle and the signal came out and it started stapling, until halfway through the message appeared again, we waited a little longer and the it didn't even come off the display, so when it resumed charging, the stapler no longer responded. More. User tried to carry out all the maneuvers taught in the certification for opening the load, however, nothing worked, the surgeon decided to keep the load attached and continue with the surgery. It was no longer necessary to change, as the rod broken when the surgeon tried to open the load locked in the tissue, the user was able to removed the rod from the cavity. It was replaced with another rod for a new shot. It was also noted that retraction tool disengaged.

Manufacturer narrative:
Concomitant product: egia45axt egia45 artic extra thicksulu (lot#: n2g0302y); sigmret, sig power sigmret manual retract tool (lot#: c8g7401x); sigphandle, sig power sigphandle handle (serial#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a rectosigmoidectomy procedure, when closing the fabric, the excessive stop icon appeared on the display, the user awaited about 20 seconds for the fabric to settle and the signal came out and it started stapling, until halfway through the message appeared again, we waited a little longer and the it didn't even come off the display, so when it resumed charging, the stapler no longer responded. More. User tried to carry out all the maneuvers taught in the certification for opening the load, however, nothing worked, the surgeon decided to keep the load attached and continue with the surgery. It was no longer necessary to change, as the rod broken when the surgeon tried to open the load locked in the tissue, the user was able to removed the rod from the cavity. It was replaced with another rod for a new shot.